Event description:
It was reported that a pt underwent a sling procedure in 2007. Cystotomies occurred during the placement of sling device and ongoing hematuria post-operatively prompted admission for observation and bladder irrigation. The pt was admitted and treated with bladder irrigation during the 23 hour observation. The hematuria cleared rapidly. The pt was discharged with a foley for one week. In 2009, the pt has urine leakage every day/night. The pt feels that the bladder function is no different compared to before surgery.

Manufacturer narrative:
Date sent to the FDA: 09/10/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.